Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in the hospital for a device check. Hvli increase and decrease was observed. Lead provocative testing was negative and x-ray did not reveal any defects. Tissue in -grows could be a possible issue.